Manufacturer narrative:
The log file of the affected device was provided for the investigation. The log shows a sudden stop of entries on november 19, 2023 around 7 pm. During further correspondence it was stated that the secondary acoustical alarm was raised during the event. This corresponds with a loss of power of the device. Based on the error description and the log entries surrounding the event the pba m48.3 was requested and provided. A detailed hardware analysis was performed without revealing a malfunction. Based on the analysis results a detailed root cause could not be determined. However, a temporary deviation of the m48.3 cannot be excluded. The device was repaired by replacing the pba m48.3. In case of a complete loss of function of the device the safety valve would open to ambient to allow spontaneous breathing. The secondary acoustic alarm system (piezo speaker) of the ventilation unit will be activated in order to alert the user to the situation. This alarm is energized from an independent power source and will be last for at least 2 minutes. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device stopped ventilating the patient. No harm was reportedly caused to the patient.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device stopped ventilating the patient. No harm was reportedly caused to the patient.